Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient removed the ucor hfams and it took off a large amount of skin which caused bleeding. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove and return the device. Outcome of the skin irritation is unknown.